Manufacturer narrative:
(B)(4).

Event description:
Report received stating that due to a malfunction of an 840 ventilator; the patient was placed on a second ventilator. The customer reported a malfunction of the graphic user interface. The patient was not harmed as a result of the event.

Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and found the display was not able to be read. The se replaced the graphic user interface (gui) printed circuit board (pcb), which resolved the issue. The ventilator passed self testing.